Event description:
Pt alleges receiving a right breast implant on 2/8/91 as a replacement. Pt also alleges having an intracapsular rupture of right breast in 1994-1995. She also alleges having a scan of right breast on 6/29/95 which showed intracapsular prosthesis and the doctor said the implant had shriveled up from the inside out and now the right breast is badly misshaped and painful. Physician's note states capsule formation and ruptured implants. Pt plans to have removal. Reference mw072615.